Event description:
The international customer reported the ventilator was alarming due to a 35 volt supply failure. The customer reported the ventilator was not in use therefore there was no patient harm or involvement. The manufacturer's service technician confirmed the reported event. Review of the ventilator diagnostic log noted a 35 volt failure occurrence which may result in a shut down of the device during operation. The service technician replaced the power management pcb board to address the reported problem. Performance verification testing was completed and passed to operating specifications.